Manufacturer narrative:
Customer stated that the sample is not available for evaluation. Batch review has been performed. No deviations were found in the batch review. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported to their baxter sales representative (bsr) that the clearlink vented nitro set, product code 2c8851, lot number r09k25030, is disconnecting from the hospira 100ml ns bag, 07984-23. The facility prepares IV's the day before use. This incident involved chemotherapy drugs. The customer reports that this bag has the old style port. They use the baxter colleague triple channel pump. This condition occurred before the infusion was started. The customer reported that tthe staff needs to pay attention to ensure the bag is fully spiked. All products were switched out and the infusion was completed. The facilty has stopped preparing the IV's the day before and are now preparing them the morning of and have not had any further issues. There are no samples for evaluation. There was no patient injury or medical intervention necessary. No additional information is available.